Event description:
It was reported that the patient had perforation. The 90% stenosed target lesion was located in the 60 degrees tortuous and severely calcified right coronary artery. A rotawire ex support was selected for use. During the procedure, it was noted that the patient had perforation and so the procedure was cancelled due to this event. The entire device was easily removed and the patient was transported via helicopter to a larger hospital for emergent cardiothoracic surgery.